Manufacturer narrative:
The insulin pump alarmed button error followed by an unresponsive button due to corroded keypad traces. The insulin pump was received with cracked case on the display window corners, cracked battery tube threads, minor scratches on display window, partially broken reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.